Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing a smart coil through the hub of the microcatheter, the physician encountered resistance; therefore, the smart coil and the microcatheter were removed. The procedure was completed using five non-penumbra coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the smart coil was undamaged. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed an undamaged, functional device. During functional testing, the smart coil was advanced through the returned non-penumbra microcatheter without an issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.